Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the ccu nurse noted that when administering a secondary infusion, it back flowed past the check valve into the primary bag. There was no report of patient harm.

Manufacturer narrative:
Omit event, and therapy date (B)(6) 2016 from initial report. Date of event is unknown.